Manufacturer narrative:
(B)(4).

Event description:
Quarterly summary report for alleged battery issues: it was reported that the battery rapidly depleted, did not charge, or battery gauge fluctuated. The user continued to use the pump or reverted to an alternate method of insulin therapy. There was no adverse impact.